Event description:
Reportedly, the device was explanted at implant. The event date is unknown; therefore, the aware date is being used as the event date. The report, received via an email from the hospital purchasing department, stated the surgeon -- upon further review -- decided it was one of his sutures that caused the problem. No other information was provided.

Manufacturer narrative:
Based on the surgeon¿s initial report, this event was determined to be reportable per edwards lifesciences procedures. 05/14/2009 sent email to hospital requesting additional information. No response. 05/14/2009 made phone call to local affiliate to get additional information -- none available but affiliate would check with the sales rep. 06/08/2009 2nd phone call to local affiliate in an attempt to get additional information, to arrange for return of the device and confirm the event through evaluation. It was learned the affiliate and sales rep have no information. It was suggested we again try to contact the hospital. On 08 june 2009, emailed hospital and received a response from their or inventory and purchasing assistant. Response stated the surgeon did not want to file a complaint as it was surgeon error, not the company. She also stated that the device was disposed and not available for return and evaluation. She advised that we contact the surgeon again to get more information. 06/08/2009 called surgeon¿s office and spoke with his pa. The complaint handler was told by the surgeon¿s pa that without the patient name or hospital ID, she is unable to provide any information. There is no other information available. Because there is no model/size/serial number information, a device history record (DHR) review cannot be done. It will be recorded that the root cause of this event was due to user error and a letter will be sent to the surgeon as a confirmation.

Manufacturer narrative:
In 2009, 2nd call to dr's office. Spoke to his nurse. Received information that identified the serial number of the device from the patient file after explaining purpose of the info. However, no other information will be provided as there was no patient release on record. The surgeon does not want a customer letter. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance related to this event.